Event description:
It was reported that a malfunction alarm identified as code malf 12 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, and after resetting, the malfunction code did not recur. The customer was informed they could continue to use the pump, and they acknowledged and understood the guidance provided.